Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) and system error 2367, which occurred on the homechoice (hc) during peritoneal dialysis, initial drain. The patient was connected at the time of the alarm. The cassette's patient line had not been properly primed prior to the patient connecting. The technical service representative (tsr) had the care giver (cg) cycle the power until the alarms cleared. The tsr reviewed proper procedures with the cg. The tsr advised the cg to start over with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A homechoice hardware device had an alarm indicative of a potential malfunction of the disposable cassette. The cassette was not returned and the lot number is unknown, therefore a device analysis cannot be completed. The cg reported that the cassette's patient line had not been properly primed prior to the patient connecting. This issue is known to cause a 2240 alarm. Per baxter labeling, users are instructed to verify that the patient line is properly primed before connecting. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. A follow-up MDR will be submitted upon completion of the investigation or if any additional information is received.